Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump battery could not be charged. Customer's blood glucose level was 131 mg/dl. Reportedly, the customer reverted to an alternate method of insulin therapy.